Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient & #39;s battery was showing a battery level at 11-25% and the battery was recently implanted. When interrogating the patient a message was seen saying the output current could not be delivered. The tm lowered the output current and the was message resolved, diagnostics were also seen ok. Tablet data was provided for review and it was noted the patient is at high settings. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. No other relevant information has been received to date.

Event description:
The returned generator underwent product analysis.

Event description:
Update was received that the patient had their generator replaced. The generator was to be returned; the generator has not been received to date. No other relevant information has been received to date.

Event description:
The generator was received for analysis. No other relevant information has been received to date.